Manufacturer narrative:
The pump was received with a motor error alarm during the rewind due to an out of phase motor encoder. Unable to perform the displacement test due to a constant motor error alarm. No cosmetic damage was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a motor error alarm. Insulin pump will be replaced. Customer's blood glucose was unknown.